Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he took the battery out of the pump to change it. Customer noticed a crack on the area when the threads are on the case. Customer's blood glucose was 146 mg/dl at the time of the incident. Customer had the battery alarm go off this morning. Customer was trying to get the cap off but he was having problems and found that the pump was cracked on the side. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that he had issues with the threshold suspend alarm going off because the sensor was reading in the 50's mg/dl when his blood glucose would be 100 mg/dl. Customer declined to speak to a sensor representative. Customer stated that the alarm went off when it shouldn't have and caused his blood glucose to go up to the 200's mg/dl.